Manufacturer narrative:
Manufacturer investigation conclusion: the report of a broken pin in a system controller's black power connector was confirmed during the investigation of the returned heartmate 3 system controller (sn (B)(4)). Visual inspection of the returned controller revealed a broken pin in the black power connector. This is a redundant power line which did not affect the controller's ability to operated an lvad during testing. The root cause of this damage could not be conclusively determined, but appeared to be a result of handling. The broken pin was noted to be lodged inside of the connector of the 14v battery clip (ln 6361112, evaluated under (B)(4)) that was associated with this event. The returned controller was scrapped. Reports of similar events will continue to be tracked and monitored. Heartmate 3 instructions for use "system operations" and heartmate 3 patient handbook "how your heart pump works" caution "when connecting power cable connectors, do not try to join them together without first aligning the half circles inside the connectors. Joining together misaligned power cable connectors may damage them." Heartmate 3 instructions for use "powering the system" and heartmate 3 patient handbook "powering the system" cover the proper steps for connecting a system controller to external power sources. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the account noticed a broken pin on the black connector, the pin remained plugged into the battery clip. The controller was exchanged. No further information was provided.